Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and use before date could not be located in the manufacturing database. (B)(4).

Event description:
It was reported that there was a ventricular lead warning showing high impedance and notable shows data low impedance. The patient was previous seen and programmed in unipolar setting. Now there is low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.